Event description:
It was reported that the attachment began smoking during an ent procedure. The procedure was completed with another device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The attachment was received at the MFR for eval, and the reported condition of the device smoking was confirmed. Based on the investigation details, the likely cause was severe corrosion and a shattered bearing, which was replaced along with other components.